Manufacturer narrative:
One imp,tsv,6.0,8,mtx,mg (tsvt6b8) was returned for investigation. Visual inspection of the as returned product identified a large amount of bone tissue debris about the implant due to trephining. The collar is noted to be fractured at the seating surface. No pre-existing conditions were noted on the per. The reported product was located on tooth # 14 and used for approximately 1.5 years. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 63558389. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63558389) for similar cause and no other complaint was identified. July post market trending was reviewed and there were no negative trends or corrective actions for the reported event (implant fracture) or product (tsvt6b8). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. A definitive cause could not be identified. The following sections have been updated: b4: date of this report d4: unique identifier (UDI) number: (B)(4). D4: expiration date g4: date received by manufacturer g7: checked "follow-up" h2: checked follow-up type h3: device evaluated by manufacturer h4: device manufacturer date h6: entered evaluation codes h10: added manufacturer narrative

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient age: not provided. PMA/510(k) number: k101880.

Event description:
It was reported a zimmer implant fractured (tsvt6b8). Implant was removed. Tooth location 14.